Manufacturer narrative:
H3: product analysis found that actuator was slightly stiff when moving between locked and unlocked positions. Handpiece stalled when run on default settings and produced error code 15. The motor had dried blood covering the completed surface and there was corrosion on both motor and housing. H6: previously applied codes fdm b21, fdr c21, fdc d16, imf f26 and img g04063 are no longer applicable. Correction in g2: there was no healthcare professional involved in the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event occurred during setup and testing. The handpiece was run for less than a minute at a speed of 5000rpm in oscillation mode with irrigation flow rate of 30cc. There was no patient involved.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during cadaveric course, the m5 handpiece was overheating. There was no patient impact.